Event description:
Information received from our affiliate. The pt reported that he/she had been a long time wearer of acuvue advance cl. After wearing lenses for 2 days he/she experienced eye discomfort and saw an ophthalmologist in 2009. The pt was diagnosed with a corneal ulcer in the od and treated with ciloxan eye drops. A week later, the pt resumed wearing cl, using the same lenses that he/she was wearing when the event occurred. A week later, the pt was diagnosed with a corneal ulcer in the os. The pt was treated with vigamox eye drops. Our affiliate reported that four days later, the pt had fully recovered. Vistakon has made unsuccessful attempts to obtain additional information. This report is being submitted as worse case scenario. This form is to report the event in the os. MDR # 1033553-2009-00030 submitted to report event in the od. Lot history review and product evaluation were not performed because, the lot number were not provided and the suspect product was not available for evaluation. MDR reportable events are reviewed in quarterly management review meetings.